Event description:
It is reported that the pt visited his doctor on (B)(6) 2012. The doctor determined that the implant was in good condition after reviewing x-rays of the left hip. The pt has had numerous surgeries and regularly takes pain medication. The pt characterizes the hip as always being generally uncomfortable. The normal discomfort becomes painful when the pt walks a distance of approximately two blocks. The pt states that the discomfort and pain began approximately one year ago. The pt is scheduled to see his surgeon in one year unless he experiences problems or his condition changes.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.